Event description:
The lay pt contacted lifescan to report losing the test strip holder for her one touch sure step enhanced meter. The pt currently takes 2o units of rapid acting insulin 3 times per day and 37 units of lantus insulin before sleep. The pt said she almost never received a result lower than 13.0 mmol/l (234 mg/dl) when she tested her blood glucose level. She did not test with the meter since losing the test strip holder one to two months ago; she realized she was unable to obtain a result without the test holder. Two or three weeks ago (during the time she was unable to test with the meter) she spent the "whole day" in the hospital having a blood glucose profile performed; the fasting blood glucose result obtained was 15.9 mmol/l (286 mg/dl); following the test the patient ate and took her usual dose of insulin. Her blood glucose level was checked 2 hours later; the result was 18 mmol/l (324 mg/dl). Before lunch her blood glucose level was 17.0 mmol/l (306 mg/dl); after lunch it was 23 mmol/l (414 mg/dl). An elevated hba1c result of 17 was also obtained. The patient had been experiencing constant let pain with the sensation of ants crawling on her. She complained of feeling very sick with a dry mouth, frequent urination, sleepiness, and "heart bumping". The day after the laboratory testing was performed, she went to see her doctor. The doctor added lantus insulin to the patient's insulin regimen; prior to seeing the doctor she had only taken insulin three time per day. After the lantus insulin was started, the pt experienced episodes with sweating, shivering, and weakness. She took something to eat. She did not seek medical attention. The customer service agent (csa) confirmed that the meter test strip holder was missing. The meter was replaced. The complaint is reported because the patient was unable to test with the product and experienced symptoms consistent with hypoglycemia and took food after her insulin regimen had been changed.